Event description:
This was a cardiac lead removal performed in the operating room to remove 2 cardiac leads (rv 4092 and ra 4592; implanted 2003) due to (B)(6) with lead erosion. Patient was prepped with an arterial line, both fluoroscopy and tee available in room and CT surgeon present. Both leads were cut and prepped with lld-ezs. The md began by lasing the ra lead (4592) with the 14f sls ii, eventually upsizing to the 16f sls ii. Upon extraction of the ra lead, the patient's arterial blood pressure dropped significantly. The tee confirmed a vascular injury. The CT surgeon stepped in and performed an emergent sternotomy. Approximately 11 minutes after the first sign of the patient becoming hypotensive, the chest was open and a large tear was found being at the patient's subclavian vein to the innominate-svc junction. The ra lead was noted as having a significant amount of tissue adhered to the length of the lead. The perfusionist began setting up/connected bypass while the surgical team repaired the tear. The patient was eventually removed from the bypass, chest closed and transferred to the ICU in critical condition. On (B)(6) 2011 the patient reportedly expired. No devices were retained for return analysis as they were disposed of during the code.